Event description:
It was reported the pt has not used or charged the scs ipg for over six months. As a result, the ipg is unable to communicate with external devices. The pt will meet with physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.